Event description:
The company received information that suggested that the 'inner teeth of the outer cannula' became separated from the outer cannula while in patient use. The event reportedly occurred when the inner cannula was cleaned and placed in the outer cannula. The patient was re-intubated with a new tracheostomy tube, and the customer reported there was no harm to the patient. The customer indicated that they will send the sample to the manufacturer for investigation.